Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction. Patient's mother started that the patient is severely allergic to the tape on the sensor and they have done everything they have heard of to keep the patient from breaking out, including the use of: malox, pepto, dermatape, barrier wipes, barrier films, flonase, and a combination of a few of those things. No matter what they have done, their son still has a reaction to the tape that is so severe that at times he has ended up at the doctor with skin infections. Patient's mother furthered that while they love using the sensor the doctor is going to take the patient off it altogether, if there is not some improvement in his reactions. Patient's mother did not provide dates of doctor consultations or skin reactions. No additional event or patient information is available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be determined.